Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx shutdown unexpectedly during shift check then the batteries was replaced with two fully charged batteries. There was no pt involvement.